Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise reversion as well as noise over-sensing. No intervention was made. Patient condition was stable and would continue to be monitored.